Event description:
Additional information received indicates that both leads were replaced because the second lead was attached to the anchor of the impeded lead. When the physician attempted to remove the impeded lead, the other one shifted with it. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention during which the lead was explanted and replaced. No further information is available at this time.

Manufacturer narrative:
Date of event is estimated.